Event description:
Was implanted with the essure device. Has continuous bleeding for 7 months and much pain and discomfort and in (B)(6) 2012 found out I was pregnant. Currently still have a migrated coil somewhere in my body. (B)(4).